Event description:
It was reported that pump did not start when plugged in to power, even after being connected with one cable for one hour and another cable for thirty minutes, and that pump showed no red indicator light and did not vibrate while plugged in. There was no reported impact to the customer¿s blood glucose level. Customer planned to return device, and technical support arranged replacement pump and requested clarification about indicator lights and vibration, confirming that no lights or vibration occurred when pump was connected to power.